Event description:
It was reported that the patient presented for a routine implant procedure. It was noted that the right ventricular lead dislodged during the implant procedure and was exchanged. Further information was unavailable.